Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval. A high temperature alarm was found in the device's error log. The alarm lasted for a few seconds. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was being stored.